Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1515401) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: the balloon loss of pressure happened at the arteriotomy. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. Additional information: in the doctor's opinion, the event was caused by the mynx device/mynx procedure because upon groin angiogram, disease was not present. At prep, the black marker on the inflation indicator was fully exposed. There was no resistance while inserting the device and no resistance while pulling back. Procedure type: diagnostic coronary; vessel size: 6 mm; stick location: medium; sheath size: 6f intended closure: arterial.